Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 13-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer (con) regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implanted pump for spinal pain indications. It was reported that the patient doesn't think that their pump was working. The patient stated that since they had the pump implanted, they've had "every complication you can possibly have". The patient stated they had a spinal fluid leak and had that headache so last week they did a procedure called a blood patch to stop their spine headache and they had excruciating pain all last week and over the weekend they had terrible pain and all this pressure and it was horrible. The patient stated that now the 10th they feel better but reported that they were taking more of their oral pain medicine now than they did before they had their pump put in. The patient confirmed that they were getting a check mark when they bolus but that they weren't feeling the effects of the boluses. The patient stated they felt the boluses working for the first couple of days and they were feeling good physically so they were hardly taking the oral medicine at all. The patient then stated that after they did the blood patch they would have to take a bolus every three hours or they would take the oral pain medication. The patient stated when they would bolus they wouldn't get a change in their level of pain and things worsened after they had this spinal headache. The patient noted that they were sent to the hospital that had the implant but they couldn't go to the doctor or call the doctor about the issue.